Event description:
It was reported that a dexcom g7 sensor replacement did not connect to the ilet, and pairing attempts were unsuccessful despite guidance to toggle device settings and use a magnet, followed by re-pairing and a wait period for reconnection. Symptoms included no reported clinical symptoms or adverse physiological effects. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included guided troubleshooting and education with attempts to re-establish communication between the cgm and the ilet. Investigation of this case revealed a communication or pairing failure between the cgm sensor and the ilet, with the responsible device not identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.